Event description:
Medtronic received information that directly following the implant of this transcatheter bioprosthetic valve a perforation of the right femoral artery causing hypotension and bleeding with disruption of blood flow distal to the femoral head. Surgical repair was performed and a post repair angiogram was performed which exhibited good flow through the vessel. The suspected cause was the perclose device disrupting a piece of calcium and tore the vessel wall. One day post implant anemia and thrombocytopenia were noted with no intervention required. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).